Event description:
It was reported that a dissection occurred. A left heart catheterization was performed on a right coronary artery (rca). A 1.50mm rotapro was advanced to the rca. While advancing the burr catheter to the lesion, dynaglide mode rotation was used. The device was platforming and there was no issue upon testing. Dynaglide into the body worked as well. Once the burr was turned off and dynaglide was deactivated to rota, the burr would only stall. The procedural speed and actual speed was at 160k when the issue was noticed. To trouble shoot the issue, the console was turned on and off. Everything was unplugged and plugged back in. There was no issue with guide compatibility. The rota burr was removed from the patient. However, a dissection was noted. The procedure was completed and no further patient complications resulted in relation to this event.

Event description:
It was reported that a dissection occurred. A left heart catheterization was performed on a right coronary artery (rca). A 1.50mm rotapro was advanced to the rca. While advancing the burr catheter to the lesion, dynaglide mode rotation was used. The device was platforming and there was no issue upon testing. Dynaglide into the body worked as well. Once the burr was turned off and dynaglide was deactivated to rota, the burr would only stall. The procedural speed and actual speed was at 160k when the issue was noticed. To trouble shoot the issue, the console was turned on and off. Everything was unplugged and plugged back in. There was no issue with guide compatibility. The rota burr was removed from the patient. However, a dissection was noted. The procedure was completed and no further patient complications resulted in relation to this event. It was further reported that the target lesion was located in the calcified mid left anterior descending artery (lad). No other devices were used to help delivery the stent at the lesion site. It was clarified that no dissection occurred related to the rotapro. The dissection occurred after all equipment was not working. It was caused by the workhorse wire. The procedure was completed with another of the same device. No further patient complications resulted in relation to this event.

Manufacturer narrative:
Correction: h6: patient codes and device codes.